Manufacturer narrative:
(B)(4). When the devices were returned for evaluation, a reportable malfunction (core wire separation) was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The returned guide wire was stuck inside the concomitant catheter when those were returned for evaluation. Approximately 12mm of the distal segment of the guide wire was out of the catheter tip. The x-ray observation revealed that the distal coils of the guide wire were tightened due to accumulated torsion. Under the catheter tip, approximately 12mm from the wire tip, the coils were found unraveled and then elongated proximally originating from the proximal marker of the catheter tip. The core wire was found fractured under the elongated coils. The guide wire was pulled out from the catheter to observe the core wire. It revealed that the core wire was fractured proximal to the mid solder designed to be at 15mm from the wire tip. The fracture surface of the core wire was relatively flat and helical marks were observed on the core shaft. These finding indicated that accumulated torsion had contributed to the core wire fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped the severely calcified lesion. It was assumed that torsion led the coils to become loose so that resistance inside the lumen of the concomitant catheter increased. Further applied torsion led the core wire to wrench off. The coil elongation might occur by tensile stress generated with wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became stalled in a concomitant catheter during a ppi to treat a severely calcified cto in the left btk region. Antegrade wiring failed and another attempt to cross was made retrogradely via the distal puncture. The subject guide wire was advanced to cross the lesion with a support catheter when both devices got stuck with each other. Both devices were removed as a unit. Considering renal function and dose of contrast media, the physician decided to terminate the intervention. Another ppi was planned to be performed later to reconstruct the blood flow. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.